Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys total psa immunoassay and free psa results for one patient sample. The initial total psa result was 0.681 ug/l and free psa result was 0.311 ug/l. The same sample was repeated on (B)(6) 2017. The total psa result was 9.91 ug/l with a data flag and the free psa result was 0.600 ug/l. A new sample was drawn from the patient and the total psa result was 10.59 ug/l and free psa result was 0.671 ug/l. The erroneous result was not reported outside the laboratory. There was no allegation of an adverse event. The total psa reagent lot number was 19942201 and free psa reagent lot number was 209877. The expiration dates were requested but were not provided. A specific root cause could not be determined. A typical cause for low result is a sample pipetting issue. Review of the provided analyzer alarm trace found a few sample pipetting alarms. The field service representative checked the analyzer and preanalytics.

Manufacturer narrative:
Na.